Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer had a power supply issue (code 111a). The device was in clinical use at the time of the reported event, no patient harm reported.

Manufacturer narrative:
Date of report: 17sep18. Date received by manufacturer: 11jun2018. Additional information: (UDI); a power management (pm) printed circuit board assembly (pcba)was returned for investigation. A visual inspection and testing was performed on the returned component. The root cause was isolated to a component in the pm pcba.

Manufacturer narrative:
The service engineer (se) inspected the device and replaced the power management printed circuit board assembly (pcba). The device passed all performance testing.